Event description:
A pharmacist called on behalf of a customer. The customer received a blood glucose reading of 512 mg/dl from this contour meter and a reading of 200 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement strips were sent to the customer.